Event description:
It was reported that there was high impedance on the superior vena cava (svc) portion of the right ventricular (rv) lead. It was noted there was possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. During the week ending on (B)(6) 2015, svc coil impedance measured 207 ohms and has been variable since the week ending on (B)(6) 2014 where the impedance spiked to 121 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.